Event description:
Patient presented to the physician with pain at the ipg site. Due to the pain affecting sleep, the patient elected system removal. Physician brought the patient into the or, removed the ipg and sensing lead, and a portion of the stimulation lead, and closed.